Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for investigation. Visual inspection noted that the lens sample was received cut in halves. This condition is related to the lens explant process. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens out of sterile environment such as the explant process. No manufacturing defects were found in the returned sample. The lens optical property results obtained from the electronic system of the testing performed during the lens manufacturing process showed that the lens met optical property inspections. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye in a secondary procedure owing to the patient experiencing glare and symptoms of positive dysphotopsia. In addition, it was stated that there was posterior capsular opacification, most likely caused by fibrotic changes on the capsule. Patient was reported to have been 20/25 j1 vision but could not adapt to the lens. There was no vitrectomy done and no incision enlargement was performed. The iol was replaced with a new lens and the patient was noted to be doing well. No further information was provided.

Manufacturer narrative:
(B)(4): explant of the intraocular lens,posterior capsular opacification,positive dysphotopsia.all pertinent information available to abbott medical optics has been submitted. Placeholder.